Event description:
It was reported that the mini trek was advanced to the chronic total occlusion lesion in the moderately calcified proximal to mid left anterior descending (lad) coronary artery for predilatation through antegrade approach in the radial access site and inflated to ten atmospheres (atm) for twenty seconds. Approximately 20 to 30 seconds was allowed for deflation, but the mini trek remained at ten atm and would not deflate. The mini trek was easily removed from the lesion while inflated. One non-abbott 2.0 balloon dilatation catheter and several other treks were used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: concomitant products: guide wire: asahi sion and asahi soft; guide catheter: asahi corsair. The device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.